Manufacturer narrative:
Upon investigation the following information was obtained: the native aortic annulus was severely calcified. Both the image intensifier angle (iia) and coaxial alignment of the valve and delivery system were described as good. Following deployment of a 26 mm sapien valve in 50:50 position across the native aortic annulus, a moderate paravalvular leak (pvl) was noted. A post dilatation was performed, however, the pvl persisted and was poorly tolerated. The physician elected to perform another post dilatation to try to correct the pvl. During post dilatation, the patient had a brief moment of cardiac arrest and cardiopulmonary resuscitation (CPR) was required. The patient developed ventricular tachycardia (vt), which degenerated into ventricular fibrillation (vf) and the patient was noted to have coded for 20 minutes. The patient never regained meaningful cardiac function and subsequently expired. Despite exhaustive attempts, the medical records pertaining to the tavr procedure and the patient's expiration could not be obtained. Per the instructions for use, paravalvular leak and ventricular arrhythmias are potential adverse events associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Patients undergoing tavr may be non-operative and/or are extremely high risk and have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias are very common during the tavr procedure. In some case, rapid pacing can induce ventricular fibrillation. In the absence of the medical records pertaining to the event, the root cause of the reported pvl and ventricular arrhythmias cannot be confirmed; however, they may be related to a combination of patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported on a returned implant patient registry (ipr) card that the patient expired twenty-two days post transcatheter aortic valve replacement (tavr). No additional information is available at this time.

Manufacturer narrative:
The investigation is ongoing.